Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of initially having difficulties downloading carelink in order to access settings due to insulin pump not working. Customer was able to access carelink. Customer's blood glucose was 35 mg/dl and customer declined troubleshooting for low blood glucose as insulin pump would be replaced.